Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology - 80% stenosis, moderate tortuosity, and mild calcification); related to operational context (root cause cannot be determined, appears most likely to be a combination of the use of the device and the effect of vessel morphology); deformation problem (balloon). Conclusions: device failure related to patient condition (lesion morphology - 80% stenosis, moderate tortuosity, and mild calcification); operational context caused or contributed to the event (root cause cannot be determined, appears most likely to be a combination of the use of the device and the effect of vessel morphology).

Event description:
Evaluation summary: the distal tip was slightly flared. The balloon bond had been necked. The balloon was still partially inflated possibly due to the necking of the balloon bond. The balloon was inflated to rated burst pressure (14 atms) in a time of 8.04 seconds. Negative pressure was applied to the device for 10 minutes; however the balloon did not deflate.

Event description:
The physician intended to use a sprinter legend balloon catheter in the distal lad. The lesion exhibited moderate tortuosity, and mild calcification with 80% stenosis. The device was inspected and prepped prior to use. There was no difficulty noted during delivery to the lesion. It is reported that very minor resistance was encountered at the lesion. It is reported that the balloon did not deflate after being inflated once to 13 atms. There were no difficulties noted during inflation of the device. While inflated, there was no movement of the device prior to attempt to deflate. It is reported that the physician pulled out the device somehow using his experience. No clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes, results: other (device returned, evaluation not yet completed) evaluation codes, conclusions: conclusion not yet available: evaluation in progress. Other (device returned, evaluation not yet completed). (B)(4).